Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose level of 600 mg/dl, vomiting, and feeling "groggy". The customer was treated with intravenous insulin and saline and was released from the ICU on (b(6) 2024 with no permanent damage and the reported issue resolved. Reportedly, the cause for the reported issue was due to a resume pump alarm occurring. The customer did not recall why insulin was suspended. Additional information was not provided. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response from the customer was not received.